Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex (device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex(device #2).additional mdrs will be submitted to for each of the other bard/davol devices with claims alleged. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) on (B)(6) 2007. It is alleged that the patient underwent surgery with implant of an unspecified bard/davol ventralex (device #2) on (B)(6) 2012. It is alleged that the patient underwent surgery with implant of an unspecified bard/davol ventralex (device #3) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralex (device #1, device #2 and device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal.